Event description:
Four endeavor sprint rapid exchange (rx) drug eluting stents were implanted, one in the distal circumflex and three in the proximal lad. Post procedure residual stenosis was 0% with timi 3 flow in the treated lesions. Approx 2 weeks post index procedure, the pt experienced unstable angina and was admitted to the hospital the following day. It was found that one of the pt's prior lad stents had an "edge dissection / stenosis." The pt was treated with implantation of another endeavor sprint rx stent. The pt is reported to have had a staged procedure where one unidentified lesion was treated on the same day. In the opinion of the investigator, the unstable angina was severe in intensity, not related to the study drug, possibly related to the study device, and definitely related to the study procedure. Approx 3 months post index procedure, the pt was admitted with nstemi. Double in-stent re-stenosis was identified in the lad diagonal endeavor stents at the site of the prior pci and the pt was referred for CABG. In the opinion of the investigator, the non stemi was severe in intensity, not related to the study drug, definitely related to the study device, and definitely related to the study procedure. Approx 4 months post index procedure the pt was admitted with possible unstable angina. Troponin levels were reported as negative. Catheterization showed that lima-lad did not mature and the first diagonal branch was now occluded. The pt was treated with balloon angioplasty (poba) for the lad for in-stent re-stenosis. In the opinion of the investigator, the unstable angina was severe in intensity, not related to the study drug, definitely related to the study device, and definitely related to the study procedure. (Ref MFR # 2953200-2010-01687, 2953200-2010-01688, 2953200-2010-01690 and 2953200-2010-01691).

Manufacturer narrative:
(B)(4): eval results: (dissection, myocardial infarction & revascularization).